Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - impact code - f18 rehabilitation. H6 codes: health effect - impact code - f14 prolonged episode of care. H6 codes: health effect - clinical code - e1305 renal impairment.

Event description:
It was reported that no audio output occurred. According to the report, the patient would routinely check the blood glucose (bg) with fingerstick before driving. On the day of the incident (B)(6) 2022, the patient did not check the bg before driving. He reported that the dexcom display device did not alert him that he was low, and he was in a motor vehicle accident (mva). He did not experience any symptoms before getting into his car and did not check his dexcom app nor his blood glucose meter before getting into his car. Following the accident, the patient was picked up by the paramedics who took him to the emergency room where a bg test was administered and found that the patient was 34 mg/dl. The patient does not remember if the emergency room compared this bg reading to his dexcom app. The patient broke both his legs, had a compound fracture in his right leg, 3 broken ribs, a concussion, damage to the vertebra in his spine and complications with his kidneys. The patient does not remember what medication or treatment he was given in the hospital for his hypoglycemia. He was in the hospital for a month. He was then brought to a care facility and spent 4 months there due to complications with his kidneys. The patient does not remember exactly what complications he had with his kidneys. At the time of the report, a year later on (B)(6) 2023, the patient stated he recovered from his broken legs, ribs, vertebra in his spine and kidneys. His concussion has given him long term memory loss which he is still recovering from. The patient's current condition is stable. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.